Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported a vent inop (inoperable) error while using the vela ventilator. The customer reported that the vela ventilator also show transducers faults at the time of the incident. The customer attempted to calibrate the pressure transducers, but only to have repeated failure. Carefusion (cfn), global care support, has recommended the customer to send the unit back for investigation/repair and the return process initiated. The issue found was during pre-use testing and was immediately taken out of service. The customer reported no patient involvement or allegation of patient harm. At this time, cfn has not received the suspect device component for evaluation.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main pcb (printed circuit board) and turbine assemblies for evaluation. The failure analysis technician was able to duplicate the reported issue of the main pcb, the event log displayed xdcr fault (transducer fault) which was isolated to pt 800 that fails on 0 cmh20. The turbine assembly was evaluated and isolated to the turbine interface pcba that is corrupted. The event log displayed multiple eeprom (electrically erasable programmable read-only memory) failures. These issues will be internally investigated within carefusion.